Event description:
It was reported that the device was damaged by another piece of equipment while sitting in storage. It hit the printer door. The cs300 intra-aortic balloon pump (iabp) unit has a broken printer. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a broken printer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) stated that printer had been busted out into piece. Fse replaced recorder and label, roll paper replacement. Completed all required functional tests. Product passed all functional/safety testing. Unit cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a broken printer. The fat performed a visual inspection and found the part to be broken into pieces. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.